Manufacturer narrative:
G4: 11mar2020 b4: (B)(6)2020. The manufacturer¿s international service technician confirmed the reported issue. The customer found a third-party repair company to repair the unit. No additional information was provided on the repair of this device . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported device alarmed and shutdown. After the (extended self-test) est test was performed the air delivery test failed. There was no patient involvement.